Event description:
A caller reported experiencing ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller on several steps to troubleshoot the occlusion issue, including disconnection and reconnection of the tubing, as well as delivering specific bolus amounts, despite repeated occlusion alarms, the bolus eventually completed successfully, and the customer was advised to replace supplies as necessary, they continued to use the pump for insulin therapy.